Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 22 (mg/dl). Customer was treated by paramedics with orange juice and glucose gel to stabilize bg levels, however, the customer was not taken to the hospital. Troubleshooting with tandem technical support indicated that pump was performing as intended. Customer stated that they lowered their basal insulin rate by about 50 percent. Recommendation was made to consult with health care provider to discuss diabetes management.